Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the valve that opens and empties the waste cylinder was not functioning. The fse removed the valve and found both ports on the valve to be clogged. The fse cleaned the ports and reinstalled the valve. The system was primed. Calibration and quality control (qc) were performed with no errors observed. Qc was within 2 sd of expected mean. (B)(4).

Event description:
A customer reported a leak in connection with a unicel dxc 600 synchron clinical system. The ion-selective-electrode (ise) drain was overflowing and the floor under the modular chemistry (mc) side of the instrument was wet. No erroneous results were generated. No effect to patient or operator was reported in connection with this event.